Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant glucose results. The ccc reviewed the quality control data, which indicated the results were within range. The customer care center specialist accessed the instrument data remotely. The ccc aligned server 1 probes and performed sodium hydroxide (naoh) clean. The cause of the discordant glucose results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant falsely high glucose results were obtained, upon repeat testing, post maintenance, on one patient sample on a dimension vista 1500 instrument. The discordant results, resulted within the expected range for the method, were not reported to the physician(s). The sample resulted slightly below the expected range for the method prior to maintenance and was reported to the physician(s) as the correct result. There are no reports of patient intervention or adverse health consequences due to the discordant glucose results.